Event description:
It was reported that during a standard medial row rotator cuff repair, after twisting the anchor mechanism of the q-fix suture anchor to deploy, the black and white cobraid did not appear to be attached to the anchor and came out entirely with the drill guide and inserter. The sutures appeared to have broken within the anchor and were not stuck in the cleat when the inserter was removed. The intact blue and white cobraid sutures were removed from the anchor, and the anchor body was left in the drill tunnel. The insertion site was drilled correctly with the q-fix 2.8 mm drill and guide and cleared of debris before anchor insertion. Surgery was completed using a smith and nephew backup device instead. The new anchor was deployed into the same drill tunnel without issue and used to successfully perform the tenodesis. There was a surgical delay of less than 5 minutes. No further complications were reported. The surgeon was satisfied with the surgical outcome, and the patient is currently recovering.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the device on a surgical blanket. In the two images provided, the black and white cobraid and blue and white cobraid sutures are broken and show traces of blood. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the suture diameter and knot pull suture strength are specified and a certificate of analysis is required with each shipment. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences ((1) excessive force (2) misalignment of the implant and inserter handle (3) bending or twisting the insert handle during insertion). Based on this investigation, the need for corrective action is not indicated.